Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). An on-site analysis was conducted for this pump by a b braun infusion systems specialist with the facilities biomedical director. The pumps log was reviewed and the reported incident could not be found during the time frame reported. The day/time reported vs the day/times of activity in the pump log did not coincide. The facilities report indicated a date of the incident of (B)(6) at 12 noon and indicated a report date of the next day at 12 noon; therefore, it was determined that perhaps the date and times on the report were not accurately recorded. Without better securing the device and IV set up, and accurate event reporting, both parties agreed the event could not be confirmed or denied. The pump was then tested by the facility's biomed dept and passed the testing sequence. Based on the results of this investigation, no definitive conclusion can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available from the MFR, a follow-up report will be filed.

Event description:
As reported by the user facility: braun IV pump placed on standby with medication drip primed, IV drip continued to run wide open despite pump being placed on standby. Immediately disconnected from pt. Add'l info received indicates report made on (B)(6) around noon. On or about (B)(6) at 10 am a nurse put pump in standby, but said pump was still running.